Event description:
Hamilton medical ag received the following event description: the device alarmed with tf 5507. The mixer valve were replaced however the issue still remained. No patient involved.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number:(b(4). Follow-up 1: investigation outcome. According to the complaint description, the device generated a tf5507. It is important to note that no patient was connected to the device at the time of the event. Additionally, the logfiles have not been received for analysis. As an initial corrective action, the mixer valves were replaced; however, this did not resolve the condition, indicating that the valves were not the underlying cause. Further troubleshooting identified the sensor board as the contributing component. Replacement of the sensor board resolved the issue, and normal ventilator operation was restored. Hamilton medical considers this case closed.